Manufacturer narrative:
Block b5: added off label statement. Block d: updated common device name and pro code. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an electrocautery-enhanced delivery system was received for analysis. The stent was not returned. Only the handle was returned in position 4 and without the inner sheath, it was detached. Also, it was found the black marker damaged and the outer sheath kinked near the luer. The reported event of stent first flange failure to expand could not be confirmed. The device was received for analysis, and the investigation was not able to confirm the reported event of stent first flange failure to expand. The axios stent was not returned, only the electrocautery-enhanced delivery system was received for analysis. Upon visual inspection, the device handle was found in position 4. The inner sheath was not present and appeared detached. Additionally, the outer sheath was observed to be kinked near the luer hub, and the black marker was noted to be damaged. X-ray inspection confirmed the outer sheath kinking near the luer and damage to the tip of the black marker. Without proper evaluation of the stent, there is insufficient evidence to determine whether the reported event was related to device malfunction or procedural factors. The additional observed damages found on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician (force applied). It was reported that the axios stent was intended to be implanted for the recreation of gastric inflow after gastric bypass. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The reported use is considered off label. Therefore, taking all available information into consideration, the overall root cause of the reported events is unable to exclude device problem. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a stenosis (recreation of gastric inflow after gastric bypass) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite having sufficient space. Maneuvers were attempted to resolve the issue, such as wiggling the device, but none were successful. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted for recreation of gastric inflow after gastric bypass. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a stenosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite having sufficient space. Maneuvers were attempted to resolve the issue, such as wiggling the device, but none were successful. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a stenosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open despite having sufficient space. Maneuvers were attempted to resolve the issue, such as wiggling the device, but none were successful. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.